Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The stent graft remains implanted; therefore, not available for eval. The event investigation is currently underway.

Event description:
It was reported after deployment of the stent graft for an occlusion at the venous anastomosis of a graft in the pt's leg, imaging identified that the stent graft had moved from the intended placement site. The physician attempted to reposition the stent graft with a pta balloon catheter, but imaging revealed that the sent graft continued to move. Reportedly, during the procedure the pt was moving (significantly) and it is unk if that could have contributed to the problem. There was no report of injury to the pt. The pt was referred to another facility for retrieval.